Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported an artifact in head images. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) confirmed the reported issue of ring artifacts being present on scan images in the region of interest (roi). The fse visually inspected the system and determined the compensator in the a-plane collimator had a break in it. The fse replaced the collimator to resolve the issue. The fse confirmed there was no impact to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.